Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28- sept-2021 to ensure the replacement products resolved the initial concern- able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer does not know her expected blood glucose test result range. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 108mg/dl using true focus meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/24/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (only one result): result 1 : lo date: 1/4 time: 2:29am fasting.